Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip fired caught part of the first clip. It partially clipped over the first clip. The third clip came out malformed. The surgeon took the device out of the patient and squeezed the handle a couple of times to reset it. It was then put back into the patient and fired. The clip from that firing was malformed. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.